Event description:
Healthcare professional reported "implant rupture" and "damaged". Later, healthcare professional reported "aesthetical deformation of mammary glands. Hypotrophy. Initial ptosis". This record is for the left side. The device was explanted and replaced with a non-abbvie device. The device cannot be returned.

Manufacturer narrative:
Clarification to b3 date of event: device rupture was diagnosed intraoperatively when replacing implants on (B)(6) 2025. Continued e.1. Phone number: (B)(6). Clarification to h6 adverse event problem: the event of "ptosis" is captured by e2402 appropriate term/code not available. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visual analysis of the photographs identified: no further actions are required since no issue in the manufacturing of the device is observed. The event of "ptosis" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ptosis"; rupture discovered intraoperatively.